Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device alarms when battery is put in and has no display. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device pump was inoperable. Functional testing was unable to be performed on device pump because microprocessor unit board had been contaminated by fluid ingression. Customer problem was duplicated "device alarms when battery is put in, has no display" issue during the investigation. Found microprocessor unit board and liquid crystal display (lcd) display connector pin had been contaminated by fluid ingression and alarm. Recommended microprocessor unit board and lcd display to be replaced. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).